Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having trouble with their back and was not getting pain relief in that area. There was an increase in back pain and a loss of stimulation in their back about 6 months ago. It was reported that the patient had fallen out of bed and onto their back 3 times and also had other falls. It was not related to positional movement. They tried increasing intensity however it was too strong so they decreased it and then did not feel anything. They were able to get it back for a while. The health care provider (hcp) was visited on the day of the report and scheduled both a CT scan and a reprogrammed session. The programmer showed stimulation was off on the day of the call. Initially the patient was on program e but when reviewed the different groups they only had c and d settings so the patient tried both of those but neither gave stimulation in their back and the patient felt stimulation in different areas of their body. No further complications were reported.